Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the atrial fibrillation ablation procedure, after the transseptal puncture, ablation was attempted, but the generator stopped because it reached the low impedance limit. The baseline impedance was in the 100s. It was noted that the impedance of the tacticath se was incorrectly dropping. The cables were reseated and ablation was re-attempted, but the issue persisted. The tacticath se was exchanged, but the issue still persisted. It was noted that the batch/lot number of the two tacticath se catheters was the same. The second tacticath se catheter was exchanged with a new tacticath se catheter from a different lot, and the procedure was completed with no adverse patient consequences.